Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017 that on (B)(6)2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed: failed - white screen observed. The receiver charges and will boot: failed - the receiver will not boot up. Performed functional test: could not be conducted due to receiver not booting up. Opened device and remove pcba board. Downloaded receiver log and there was data available within the issue date. The patient's complaint was undetermined because some tests could not be conducted. The root cause could not be determined as the allegation was not found.